Event description:
Rptr indicated that pt had an increase in asthma that resulted in hospitalization. Rptr also indicated that it has been a constant balance between programming the pt to help pt's seizures, but not increase pt's asthma. Additionally, physician reported that she noticed that the pt had developed a tremor affecting both hands on pt's last visit.